Manufacturer narrative:
Event date not specified. Date of report: 01may2019. The service engineer (se) inspected the device. Resolution and disposition: the se replaced the video graphics array (vga) board and the ventilator passed all testing.

Event description:
It was reported that the ventilators display was completely white. There was no patient involvement.